Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering insulin as intended, leading to a low blood glucose (bg) level of 48 mg/dl that was addressed by consuming carbohydrates. Reportedly, the customer continued to use the pump for insulin therapy. Tandem technical support requested that customer upload pump for investigation, however, customer did not respond to multiple follow up attempts.